Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experienced a fault. The emergency release was performed on the instrument drive unit (idu) in order to reposition the instrument. The e-release script was executed in the field to resolve the issue. An error code for 'idu motor torque plausibility check' was observed. Evaluation of the logs indicated the occurrence of multiple error codes. An error code for 'secondary sensor data flow control', an error code for 'subsystem robotics application validation - robotic arm and setup arm redundant controller state check - surgery mode', an error code for 'robotic arm motor position measurements marked invalid', an error code for 'robotic arm user interface input marked invalid, an error code for 'robotic arm joint force measurements marked invalid, an error code for 'instrument drive unit motor torque plausibility check', an error code for 'robotic arm motor state check', an error code for 'instrument drive unit latency marked as invalid', an error code for 'instrument drive unit torque sensor marked as invalid', an error code for 'instrument drive unit hall position marked as invalid', an error code for 'instrument drive unit theta marked as invalid' and an error code for 'instrument drive unit current marked as invalid' were all observed. Additionally, an error code for 'instrument drive unit torque sensor validation', an error code for 'robotic arm brake state check' and an error code for 'robotic arm powerless manual override activation' were also observed. These error codes are indicative of the cascade of errors that can be caused by a possible arm cart collision. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a collision which in turn caused instrument drive unit (idu) motor torque and z-slide and idu connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted hysterectomy laparoscopic procedure, while suturing the vaginal cuff, the arm cart assembly 2 (B)(6) experienced a movement issue following a collision with arm cart assembly 3 (B)(6) . The arm cart assembly 2 became non-responsive, and the instrument drive unit lights were observed to turn off. An emergency mechanical release was performed to reposition and remove the instrument, and arm cart assembly 2 was undocked and removed from the operating room. There was no issues with arm cart assembly 3 post collision. An e-release script was subsequently executed, and post-testing reported no errors. The surgeon completed suturing using the remaining three arm carts. There was no injury to the patient.

Event description:
It was reported that during a robotic-assisted hysterectomy laparoscopic procedure, while suturing the vaginal cuff, the arm cart assembly (aca-2, sn - (B)(6) experienced a movement issue following a collision between the second and third arms. The aca-2 became non-responsive, and the idu lights were observed to turn off. An emergency mechanical release was performed to reposition and remove the instrument, and the affected arm was undocked and removed from the operating room. There was no issues with aca-3 (sn - (B)(6) post collision. An e-release script was subsequently executed, and post-testing reported no errors. The surgeon completed suturing using the remaining three arms. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.